Event description:
The following information was reported by aci's sales rep: "sealant not deployed. Possible tear in balloon." Procedure type: coronary, unknown if intervention or diagnostic. Stick location: middle.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was bunched up and protruding from shuttle cartridge side slit. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge and engaged to the proximal tamp lock. During investigation, both the shuttle cartridge and introducer sheath moved freely on the catheter shaft. An attempt to inflate the balloon revealed that there was no saline in the balloon. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and resulting in balloon pull through the arteriotomy. The balloon was inflated with fluid and verified in a go/no go gauge to be within the 5.75 - 6.15mm specification. The review of the lhr (lot f1335102) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause for the failure to deploy could not be conclusively determined and the probable root cause of the incident may have been failure to purge the device of air during prep.